Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting with two promus coronary stents. On (B)(6) 2012, the patient may have had a myocardial infarction with recurrent ischemic symptoms lasting 10 minutes or greater. The results of the cardiac enzymes and echocardiogram are unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of ischemia and myocardial infarction are known observed and potential adverse events as listed in the promus everolimus eluting coronary stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other device referenced, is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.